Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the screw fractured. It was also reported that they were able to replace the fractured screw. There was no report of patient injury. G4: 26 june 2019 a device history record (DHR) review could not be performed for the reported device as the lot number is unknown. A complaint history review was completed for the reported device item number. The complaint history review revealed that no existing non-conformances for the reported device were found. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw fractured. It was also reported that they were able to replace the fractured screw. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Device lot number unknown.

Event description:
It was reported that the screw (uniht) fracture. It was also reported that they were able to replace the fractured screw.